Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number phr588, and no non-conformances related to the reported complaint condition were identified. Investigation summary: it was reported performance breakage suture. Two opened boxes with a total of seven-teen unopened samples of product code 698g, lot # phr588 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. Note: events reported via mw # 2210968-2020-02623.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.